Manufacturer narrative:
Intuitive surgical, inc. (Isi) completed its evaluation of the permanent cautery hook instrument: failure analysis (fa) confirmed the customer reported complaint that the instrument ¿burned.¿ fa indicated the instrument was found to have broken conductor wire at the distal end causing thermal damage on the yaw pulley, conductor wire cap and distal clevis. Fa noted that the instrument has 9 uses remaining. This complaint is being reported based on the following conclusion: damage to the conductor wire of the instrument, thermal damage on the yaw pulley, conductor wire cap and distal clevis are evidence of electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. As of 4/9/2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was provided for review. An instrument log review for the permanent cautery hook reported in this complaint (pn: 470183-12/n10180307 0140) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2018 on system (sk1775) with 9 uses remaining. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. Failure analysis and log reviews confirmed the instrument had 9 lives remaining, indicating that it had not expired. Implant date is blank because the product is not implantable. This report has been generated in response to FDA inspectional observations dated march 6, 2020.

Event description:
It was reported during a da vinci-assisted pancreatectomy procedure that the permanent cautery hook instrument "burned." The site proceeded with the case as planned and there was no report of a patient injury. Intuitive surgical, inc. (Isi) made several attempts to obtain additional information from the customer concerning the reported event but no additional information was available as of the date of this report.